Manufacturer narrative:
Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. Patient was reported to have end-stage renal disease, (B)(4), hypertension, and diabetes.

Event description:
Edwards received information a patient underwent valve-in-valve intervention due to critical aortic stenosis with chronic diastolic heart failure. The patient was transferred to the cardiothoracic intensive care unit in stable condition. The patient was discharged to a rehab facility on post operative day eight.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. Without additional information the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 21mm bioprosthetic aortic valve implanted two (2) years, one (1) month was disabled via valve-in-valve procedure due to unknown reasons. A 23mm transcatheter valve was implanted in the aortic position inside the failing 21mm valve. No additional information was provided.